Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability and pain. However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 22-nov-2022 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient was implanted with a non-bard/davol mesh on (B)(6) 2008. It is alleged that thereafter, the non-bard/davol mesh implanted in the plaintiff¿s body caused pain and complications and failed, requiring its removal. After the non-bard/davol mesh was removed, the plaintiff underwent a hernia repair surgery and was implanted with a bard/davol ventralight st surgical mesh. It is alleged that the result of having the ventralight st mesh implanted, the plaintiff has experienced significant mental and physical pain, suffering, impairment, sustained permanent injuries, disability, has undergone medical treatment, and will likely undergo further treatment. It is also alleged that the patient sustained personal injury and the device was defective.